Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump will alarm when there is a blockage. It was explained to the customer that the pump should alarm no delivery. Customer stated that her blood glucose was going high and the issue started today. Customer's blood glucose was a little over 300 mg/dl at the time and since then the customer has not been able to get their blood glucose under 400 mg/dl. Customer was offered troubleshooting but they wanted to try changing their site first. Customer was explained that she can treat with a manual shot to bring her blood glucose down to a more comfortable range. Customer will change the set and call back if the issue continues.